Manufacturer narrative:
The device has not been returned to the MFR for evaluation as the sample remains in use. An lhr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Pt was stressed prior to the PICC insertion as he just received the diagnosis of having lymphoma. During the PICC insertion I tried to "read" the pt but he just remained quiet with his eyes closed. Immediately after the insertion and after I flushed the line with saline but before I put the dressing on the PICC the pt experienced the following symptoms: nausea, head flush, increased heart rate and panic feeling. This pt was very nervous about having the PICC inserted. He explained to me after the fact that he was afraid of me. The symptoms lasted about 30 min., the PICC tip was located just above the ra/svc junction. Dressing was applied, pt sat up in bed, o2 was increased, cold wet cloth placed on head and neck. Pulse was 116, bp 156/89, temp 103. (B)(6) gave the pt tylenol for the fever. Within 30 min. All symptoms related to the PICC insertion were resolved. The pt was shaking from a fever prior to the insertion and probably should have had the tylenol prior to the PICC insertion. Elevated pulse, bp and temp were probably due to the pt's diagnosis.